Event description:
A 26mm diameter x 15mm diameter x 16.5cm length aneurx bifurcated stent graft and its components were implanted for the treatment of an abdominal aortic aneurysm in a pt with excessive tortuosity and severe calcification 4 days prior to event date. It is reported that the pt was a level iii case indicating anatomical challenges for endovascular repair. The pt had a history of cerebrovascular occlusive disease with prior left carotid endarterectomy, aortic valve disease with aortic valve replacement in 1999 and a history of a 5.9cm abdominal aortic aneurysm. The pt underwent an angiogram, which showed evidence of an infrarenal aneurysmal segment extending down to the left common iliac artery. The pt had subsequently undergone embolization of the left hypogastric artery in preparation for evdovascular abdominal aortic aneurysm repair. Four days prior to the event date, the pt underwent endovascular repair of the abdominal aortic aneurysm with a 26mm x 15mm diameter x 16.5cm length bifurcated stent graft. A 15mm diameter x 11.5cm length iliac leg graft was positioned and deployed in the left common iliac artery. It was reported that there was some kinking of the graft noted near the origin of the common iliac artery. The physician then deployed a 15mm diameter x 8.5cm length contralateral limb extension graft up into the 15mm diameter x 11.5cm length limb graft and an angioplasty was performed with a 14mm balloon at the site. An angiogram was performed which revealed a type I endoleak, possibly from the distal anastomosis and filling of the common iliac artery aneurysm. The physician then performed an angioplasty with a 14mm balloon at the gate sites and placed a 14mm diameter x 5.5cm length extension graft in the left common iliac artery extending down into the external iliac artery. A repeat angiogram showed evidence of an endoleak. The physician performed an angioplasty of the right common iliac limb to achieve a seal on its own given some time and reversal of the heparin. All catheters, wires and sheaths were removed. Good doppler signals were found in the pt's feet; therefore, the incisions were closed and the procedure was completed. The day before the event date, the pt returned to the hospital with a cold leg (ischemic leg). On the event date, an abdominal aortogram with bilateral lower extremity arteriogram demonstrated a patent right renal artery and a moderate stenosis at the origin of the left renal artery. The right limb of the endograft was widely patent. The left limb of the endograft was occluded secondary to a kink in the distal aspect of the left limb of the endograft. Reconstitution of the left common femoral artery by multiple collaterals was present. No evidence of filling of the thrombosed aneurysm sac or endoleak was identified. The angiogram of the superior mesenteric arteries was unremarkable. Due to the occluded left limb graft, the pt underwent surgery. Two inguinal incisions made several days previously were reopened. Each common femoral artery was isolated and controlled. A subcutaneous tunnel was made over the inferior abdominal wall just above the pubis and a 8mm reinforced ptfe graft was brought through the tunnel. Each end was anastomosed to its respective common femoral artery. Each anastomosis was constructed with 5-0 prolene. Cross-clamps were removed and good pulses were noted distal to the femoral-femoral crossover graft. It is reported that the pt tolerated the procedure well. The pt is reportedly doing fine, and there are no add'l clinical sequelae relative to this event. The device history record review contains no info relevant to the complaint.